Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated the device sent ¿electrical shocks¿ down his right leg. The patient decreased from 0.9 to 0.8. The patient noted the issue began on (B)(6) 2018. There were no further complications that have been reported as a result of this event.